Event description:
The following information was reported to kci by the nurse: the nurse allegedly observed blood "leaking out" of the patient's coccyx wound. On 05/27/2015, the following information was reported to kci by the patient: on (B)(6) 2015, the patient went to the hospital and underwent cauterization for the hemorrhage. The patient reported experiencing lightheadness but confirmed he did not receive a blood transfusion. V.a.c. Therapy was re-applied and he has not had any subsequent issues. No additional information is available. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. No fault was found with the device.

Manufacturer narrative:
Age at time of event was corrected from (B)(6). PMA/510(k)# k063692 was included.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hemorrhage is related to v.a.c. Therapy. There have been several attempts made to gather additional clinical information, but there has been no response.